Manufacturer narrative:
A replacement footswitch was sent to the customer on (B)(6) 2017 and installed by customer personnel. The faulty footswitch was discarded by the customer.

Event description:
It was reported that during a bph surgical procedure cable damaged and a footswitch connection error were noted. The procedure was completed using a different device. Patient complications: none reported.